Manufacturer narrative:
No patient returns were available for investigation. Customer complaint data was reviewed and no non-statistical or adverse trends were identified. Accuracy testing was performed to evaluate the performance of the assay. One run was performed on three architect instruments using quality file samples of architect prolactin reagent lot 71208ui00. All validity and acceptance criteria met the required specifications indicating that the lot is performing acceptably. A review of non-conformance reports and deviations associated with likely cause lot 71208ui00 demonstrated that there have been no known quality issues in relation to this issue since manufacture. The labeling for architect prolactin was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
The customer phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated architect prolactin result of >200 ng/ml was generated. The patient was tested on the roche analyzer and a normal result of 17 ng/ml was generated. The customer troubleshooted the issue with the abbott cta and was told to treat the sample with peg 6000 at a 1:1 ratio. A result of 80 ng/ml was generated. Results with the instrument auto dilute (1:10) were 202.4 ng/ml and 207 ng/ml with a manual dilution (1:1). The cta then recommended that the customer treat the sample 1:2 with peg and a result of 19.71 ng/ml was generated. There was no report of impact to patient management.